Event description:
A patient's mother reportedly believed vns was causing the patient to experience increased depression, as well as ocd and sleeping difficulties. They had met with their physician to start a trial period without stimulation to determine if the symptoms were being caused by vns or by medication changes. No additional information was received to date.